Event description:
It was reported that a leak was observed during use of three (3) homechoice cassettes and solution bags, further described as "the port begins to leak" and "leaking by white clamp". This occurred during priming for automated peritoneal dialysis therapy. There were no damages, cracks, loose connection on the connection point of the cassettes. The patient admitted to properly connecting the supplies before therapy. However, the patient was unable to separate the cassettes and bags after taking them off the machine. The supplies were replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.